Manufacturer narrative:
Additional information: h3, h4 and h6. H4: the device was manufactured between 05nov2019 and 06nov2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual examination of the photograph, crystallized matter near the fill port near the weld and near the administration port were observed indicating a leak had occurred. The exact location could not be determined via the photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) exactamix 250 ml eva tpn bags leaked from the outer port. The devices were filled with fentanyl. There was no patient involvement. No additional information is available.